Manufacturer narrative:
.

Event description:
It was reported the patient presented a merlin transmission in clinic for an alert for lower out of range high voltage lead impedance. The lead was explanted and replaced. Externalized conductors were observed when the lead was explanted. Lead will not be returned. The patient condition is stable.